Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 420 mg/dl and it was treated with pen and customer declined troubleshooting for it. Customer stated that, he changed the battery of his pump because it was low battery but not working as it should be after changing the battery and also stated that, meter not connecting to the pump. The device will not be returned for analysis.